Event description:
It was reported that this right atrial (ra) lead exhibited noise. Oversensing with no pacing inhibition, was observed, during isometric testing. High pacing thresholds were also reported. Additionally, undersensing was observed, which led to a delay in therapy for less than 30 seconds. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated.